Manufacturer narrative:
The user facility has decided that even though they were unable to find any problem with the pump they are not going to return it to the MFR for any further evaluation. They have decided not to use the pump and have put inot storage.